Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt says they had a head MRI and put it into MRI safe mode for that, and it had showed head only eligible. They need to have a lower back MRI soon and wanted to know if this is possible. It was reviewed that if pp is showing head only eligible, that is the only type of MRI we would recommend. Patient experiencing periods of slight vibrations at night. Device shows to be off. Pt mentioned that they remember the battery they had before this current implant had come on by itself when they were at the dental office and says they then had ins checked and that is why they replaced it with his current ins in 2013. The patient was redirected to their healthcare provider to further address the issue. I emailed hcp listings to the pt to follow up with. (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the circumstances that led to feeling the vibrations when the implantable neurostimulator was off was that they became more bed ridden due to dizziness, headaches, and nausea. The cause of feeling the vibrations with the implantable neurostimulator off is unknown. When the patient sees that the ins is off, they cycle the battery on and then off again. The issue has not resolved; however, the patient is awaiting on an appointment with their physician to address the problem.